Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley balloon would not deflate. Reportedly, the lumen had to be cut in order for the fluid to drain and the balloon to deflate.

Event description:
It was reported that the foley balloon would not deflate. Reportedly, the lumen had to be cut in order for the fluid to drain and the balloon to deflate.

Manufacturer narrative:
The reported event is confirmed as a manufacturing related issue. Visual evaluation of the returned sample noted one opened (without original packaging), used and cut silicone foley catheter with no funnel. The syringe was unable to be inserted into the inflation lumen. The balloon was dissected and it was found that the inflation notch was not perforated. A potential root cause for this failure could be "missing notch perforation." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Foley catheter removal 1. To deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve 2. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently 3. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation 4. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol 5. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.